Event description:
Surgeon reports that the patient's tympanic membrane is retracted and the implant has extruded through the tympanic membrane. Surgeon will perform procedure to repair the tympanic membrane.